Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient has lost confidence in the pump. Blood glucose (bg) has been 500 mg/dl with ketones, blurred vision, and symptoms of dehydration. The patient has also experienced 5 bent cannulas. Patient was treated with insulin via injection. This complaint is being reported because the patient experienced hyperglycemia and customer support considered this to be related to an occlusion issue.

Manufacturer narrative:
Device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no defect was found. Last basal delivery was on (B)(4) 2014@6:12pm. Tdd add up and equal the programmed basal rate target. No ¿occlusion¿ alarms observed.-no ¿occlusion¿ or any eaw occurred during the investigation. The pump reflected 24u after a 24h on 1u/hr duration test, the product delivers within spec. Occlusion¿ alarms were stimulated during the investigation , the pump alarmed with the correct audible and visible ¿occlusion¿ alert. All alarms were recorded in the alarm history at the correct time and order.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.